Manufacturer narrative:
(B)(4). Device evaluated by MFR : the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. A 2.00mmx20mm maverick²¿ balloon catheter was advanced for pre-dilation. However upon inflation at 10 atmospheres for 1-2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., method codes, result codes, conclusion codes updated.  Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic inspection revealed a burst in the balloon material, 19mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. A 2.00mmx20mm maverick²¿ balloon catheter was advanced for pre-dilation. However upon inflation at 10 atmospheres for 1-2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.